Event description:
Procedure type: law anterior resection / end to end anastomosis. According to the reporter: during anastomosis from anus for the sigmoid colon cancer, tried to purse string at proximal side, but tissue was quite thick because of inflammation. The purse string at distal side by psi as well. When connected instruments, the purse string at proximal side was broken and the anvil titled. Removed by the anvil by cutting patients side, and purse string again. The surgeon used another device, and anastomosis was done, although wing nut felt heavy. Donuts at proximal side were not wellformed, but the donuts at distal side were well formed. After anastomosis the surgeon found holes, and additional suturing was done to complete the procedure.